Event description:
It was reported "the helium leakage alarm appeared in the middle of the machine's operation after placement of the tube, and the machine was urgently withdrawn when blood was found in the helium line, and the anterior section of the balloon was found to be fractured after the balloon was withdrawn". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The one-way valve was connected and tethered too the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted broken at approximately 1.5cm from the iabc distal tip. The iabc central lumen was also noted broken within the flex-tip assembly area at approximately 3.6cm from the iabc distal tip. It cannot be confidently determined that which central lumen break occurred first. Kinks to the iabc central lumen were noted at approximately 2.3cm and 2.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway; the sample was likely cleaned prior to the return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 78.5cm from the iabc luer, which is the location of the previously noted dam-aged/broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "blood was found in the helium line, and the anterior section of the balloon was found to be fractured" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken at two different locations near the iabc distal tip. The broken central lumen can result in blood entering the helium pathway and the helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the helium leakage alarm appeared in the middle of the machine's operation after placement of the tube, and the machine was urgently withdrawn when blood was found in the helium line, and the anterior section of the balloon was found to be fractured after the balloon was withdrawn". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".